Manufacturer narrative:
Throughout the trial there were no indications of any pain or signs of infection. No lab results were available to the firm to confirm presence or type of infection. Cause of the patient's discomfort is unknown with the information available.

Event description:
Patient began a trial with nalu's peripheral nerve stimulator system on (B)(6) 2024. On (B)(6) 2024 the trial system was removed as planned, however the patient later reported pain at the incision area and presented to the local acute facility for evaluation. Per the implanting physician, the patient was believed to have an infection and was treated by the facility, including cleaning the incision site. No further details were shared with the firm. It is unclear what the treatment was or if the patient was admitted to the facility.